Manufacturer narrative:
Investigation summary quality control (qc) testing was not run after a daily maintenance with their ortho vision ID-mts analyzer. The assignable cause is a use error, the customer not following their site's protocol. No general product failure was identified. No biased results obtained and/or reported to the physicians. No patient was harmed because of this event. Investigation details per (B)(4): using connectivity, gtsc found that: daily maintenance was performed as follows: 24 may 2024 at 8:29:32 pm 25 may 2024 at 4:59:16 am (additional) 25 may 2024 at 8:24:39 pm 26 may 2024 at 7:36:05 pm qc was run as follows: 24 may 2024 at 9:20 pm 25 may 2024 at 3:58 pm and again at 8:53 pm 26 may 2024 at 8:03 pm thus, it is concluded that on 25 may 2024, the quality control (qc) was still valid per settings for qc interval. It was explained to the customer that ortho vision ID-mts analyzer software can only force qc based off the interval setting, not based off maintenance tasks. Ortho vision ID-mts analyzer worked as per design. Gtsc advised customer that in this situation, qc would need to be manually ordered and ran. No further investigation was carried out on this incidence. The assignable cause of qc testing not run after a daily maintenance is a use error, the customer not following their site's protocol. There is no evidence of any systematic failure of the ortho analyzer to perform as intended. No other complaint of this type has been received from the customer site since the time of the reported event.

Event description:
Cms 2635536, windchill (B)(4) a customer contacted global technical solution center (gtsc) on 10 july 2024 to report that quality control (qc) testing was not run after a daily maintenance with their ortho vision ID-mts analyzer serial (B)(6) equipped with software version 5.15.0. Complainant/complaint reporter name: (B)(6) event date: 25 may 2024. The customer reported that on 25 may 2024, they had performed an additional daily maintenance as part of troubleshooting at 4:59:16 am, outside of normal maintenance schedule/time. Per customer's local policy, qc is required to be completed any time daily maintenance is performed. The customer stated that qc was not run following this additional maintenance on 25 may 2024. The customer stated that they were not satisfied with the fact that their ortho vision ID-mts analyzer allowed samples to be run and reported until 3:58 pm the same day. The customer reported that all results obtained with their ortho vision ID-mts analyzer were accurate, thus, the customer confirmed that no patient was harmed because of this event. The customer stated that the incident was reported to the FDA due to local quality control policy not being followed.